Manufacturer narrative:
Model and serial number provided are for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush head on their 2-series powered toothbrush broke off while in use. No injury reported.